Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient was admitted for subdural hematoma, with increased confusion and weakness. Right sided craniotomy for evacuation of the hematoma was done. Coumadin was stopped. The patient developed deep vein thrombosis (dvt) of the right femoral vein. An echocardiogram was performed and showed a mass in the right ventricle consistent with thrombus and/or vegetation attached to the rv septum, mild to moderate pulmonary hypertension. The filter deployed below the level of the renal veins. Medical history includes nonischemic cardiomyopathy (ef 25%), chronic atrial fibrillation, hypertension, dvt, recurrent subdural hematoma, peripheral vascular disease, right inguinal hernia repair, rheumatic fever, cataracts, rheumatoid arthritis, and anemia. The filter subsequently malfunctioned and caused injury and damages including, but not limited to perforation. Approximately nine years post implant, a CT scan noted the filter was intact; the inferior tip appeared to project beyond the wall of the ivc/left common iliac vein; however, there was no clear fat place noted between the vessel wall and the filter. The report also noted the filter was tilted anteriorly and towards the right. Per the patient profile form (ppf), the patient reports perforation of the filter strut(s) outside the ivc and tilting of the filter. The patient further reports anxiety and fear. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation. According to the medical records, the patient was admitted to the hospital for a third time related to a subdural hematoma, with symptoms of increased confusion and weakness of the extremities. The patient underwent a right sided craniotomy for evacuation of the hematoma, requiring coumadin to be held. The patient then developed deep vein thrombosis (dvt) of the right femoral vein and an inferior vena cava (ivc) filter was then placed. An echocardiogram was performed and showed a mass in the right ventricle consistent with thrombus and/or vegetation attached to the rv septum, mild to moderate pulmonary hypertension. The filter was placed via the left common femoral vein and deployed below the level of the renal veins in the ivc. The patient was discharged to a rehabilitation facility two weeks later. The patient's medical history included nonischemic cardiomyopathy (ef 25%), chronic atrial fibrillation, hypertension, dvt, recurrent subdural hematoma, peripheral vascular disease, right inguinal hernia repair, rheumatic fever, cataracts, rheumatoid arthritis, and anemia. Approximately nine years post implantation, the patient underwent a computed tomography (CT) scan of the abdomen for follow up on the ivc filter. The report noted the filter was intact; the inferior tip appeared to project beyond the wall of the ivc/left common iliac vein; however, there was no clear fat place noted between the vessel wall and the filter. The report also noted the filter was tilted anteriorly and towards the right. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately nine years post implantation. The patient reports perforation of the filter strut(s) outside the ivc and tilting of the filter. The patient also experienced anxiety and fear that the filter might cause further damage as it has not been safely removed.